Manufacturer narrative:
On (B)(6) 2017 the medical affairs director made the following analysis: partial hip revision surgery (stem and head) occurred 3 years after primary total hip arthroplasty. Radiographic image provided shows the presence of signs of stress-shielding and very significant bone remodeling. It should be assumed that the hypothesis of an infection has been properly ruled out byt he surgical team, although the femur looks, in the short and poor quality radiograph supplied, rather peculiar. The reason of this event cannot be determined with the information at hand. Batch review performed on (B)(6) 2018: lot 145665: 40 items manufactured and released on (B)(6) 2014. Expiration date: (B)(6) 2019. No anomalies found related to the issue. To date, 39 items of the same lot have been already sold without any similar reported event.

Event description:
Three years after primary the surgeon detected a stem loosening and revised the patient. The revision surgery was completed successfully.